Event description:
The physician was coiling a cavernous carotid aneurysm. The last coil that was placed was a 15 cm j coil. The coil was fully inserted into the aneurysm mass and was removed and repositioned a minimum of 20 times. During this manipulation, the coil prematurely detached and was subsequently snared (with an ev3 gooseneck) and fully removed. No patient injury resulted. The physician did not place any additional coils into the aneurysm and concluded the case. All coils were introduced through a px slim 045. The patient had an enterprise stent placed across the neck of the aneurysm approximately two weeks prior to this case.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results code: the proximal pet lock is intact and the pull wire is in the distal detachment tip (ddt) capture feature. These observations are consistent with an undetached coil. The coil proximal constraint ball is not in the ddt and the coil is not present, indicating a detached coil. The polymer section of the pusher was intentionally stretched in order to release the pull wire for pre-compression measurement. The pre-compression length measured 3.0 cm. This is typical of a pusher wire with acceptable pre-compression. The most distal 3 cm of the pusher was roll cut and removed to allow optical measurement of the ddt inner diameter (ID). Using a seemic optical measurement system the ID of the ddt measured 0.01480". The ID is within specification for this part. Using the same system the pull wire tip measured 0.00398" in diameter. The wire diameter is within specification for this part. The pusher assembly appears to be in a normal undetached state, except for the absence of the coil and its proximal constraint ball. These observations indicate that the coil did not function as expected. Conclusion code: the unintentional detachment noted in the complaint is confirmed. The component parts available for evaluation are within specification. Without the return of the other components it is not possible to determine the root cause of the problem. It is possible that; one of the other components involved in the detachment system was out of specification, or; during the case, the coil was manipulated in the patient with a tensile force beyond the specification of the detachment tip system causing the coil to detach unintentionally. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.